Manufacturer narrative:
No parts have been received by the manufacturer for evaluation, resolution confirmed on call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after powering on the system the main cart monitor went to black. The camera cart monitor was on and the site was able to progress through the software. They rebooted the system without resolve. The site called technical services (ts) and they had the site check the uninterruptible power supply (ups) and all the indicator lights were green. They checked the connections at the back of the monitor with no changes. They had the site use the power cable from the main cart to power the camera cart monitor and the monitor remained on. When moving the power cable back to the main cart the main cart monitor turned on and remained operational. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was no issue with the medtronic device. The facility operator put there hand on the monitor which caused the issue. It was considered an operator error. There was no patient involved.